Event description:
It was reported that the ilet displayed repeated motor stall alerts during and after attempts to rewind and prime, including alerts to change insulin, insulin set expired, occlusion, and inability to proceed, while the cartridge appeared full and no supplies were connected; the user reverted to backup therapy and a replacement device was provided. Symptoms included none, and blood glucose was unaffected. Outcomes included no injury, no medical intervention, and continued therapy with backup methods. Investigation included technical support troubleshooting, replacement device shipment and arrangements for device return for evaluation. Manufacturer has made several attempts to obtain the device back from the user. At the time of this report, the device has not been received by the manufacturer. As a result, an investigation of the device has not been completed and the cause is undetermined. If the device is received, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.